Event description:
It was reported that the patient was in status epilepticus for 2 weeks. The family is homeless so the patient jumps around to different physicians. This is the first time this physician has seen the patient. The hospital sent patient to a rehab facility because the seizures were not controlled. The physician tried changing the patient's medications and then turned the vns off and patient was no longer in status. Vns was turned back on to 1.5 ma and patient went back into status. Patient's device was again disabled and he was fine again. It is unknown when the patient was last seen by a physician prior to this. The physician who saw him this time thinks the status is related to the vns. System diagnostics were within normal limits, but no specifics were given. Attempts for further information have been unsuccessful to date.